Event description:
Pt was implanted with peek implant (psi) and tube clamps on (B)(6) 2011 for an infection in the cranial bone (propionibacterium acnes). Pt returned to operating room for irrigation and drainage due to an appearance of an infection on (B)(6) 2012. Pt was then returned to operating room on (B)(6) 2012 for removal of hardware due to an infection. Surgeon removed all hardware. Surgeon is waiting for the infection to clear and then implant new psi construct in approximately six months' time. Pt was tested for the type of infection present and it appeared to be the original infection diagnosis, propionibacterium acnes. This is 1 of 6 reports for this event.

Manufacturer narrative:
(B)(4): upon review of the device history record for patient specific implants, it was determined that the design and processing of this implant were consistent with the documents in the device history and were not attributable to the cause of this complaint.(B)(4): placeholder.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review has been requested.